Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys vitamin d total iii assay on a cobas e 411 analyzer (disk system). The initial result was 8.14 ng/ml. The customer performed calibration and qc and repeated the sample, and the 1st repeat result was 12.62 ng/ml. On (B)(6) 2026, the customer then loaded a new reagent pack of the same lot number, repeated the sample, and the 2nd repeat result was 11.84 ng/ml. The sample was sent to a different laboratory, was tested using a cobas e 411 system, and the 3rd repeat result was 16.60 ng/ml.

Manufacturer narrative:
The vitamin d total iii reagent expiration date was not provided. The cobas e411 disk serial number was (B)(6). The investigation is ongoing.